Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms not functional. The key failure as documented on the irs is the operator valve is stuck. A stuck operator valve would not have caused the alarms to be nonfunctional. Additional malfunction was the power switch had no audible alarm which would be the key failure for the unit having no functional alarm.